Manufacturer narrative:
Date sent to the FDA: 05/21/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 11/2/2021.

Manufacturer narrative:
Adverse event: utilized to capture bulging. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery, hernia repair surgery and appendectomy on (B)(6) 2019 during which the surgeon noted the previously placed mesh was incised. The small bowel was noted to be severely adhesed to the anterior abdominal wall, as well as to the old mesh. Tedious and careful dissection was performed to lyse all adhesion from the old mesh and the anterior wall. This took over 2.5 until the small bowel was freed. The old mesh was removed as much as possible. It was reported that the patient experienced severe pain, dense adhesions, bowel obstruction, nausea, vomiting, bulging, inflammation, stress and anxiety. No additional information was provided.